Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's camera was malfunctioning. It would intermittently track instruments and reference frames. The camera may show tracking spheres briefly, but then they would disappear. This reportedly occurred with any instrument and frame. It was confirmed by the medtronic representative (rep) that the same instruments that would not track with this system would track with another system on-site. The rep tried adjusting the angle of the camera and the distance, the issue did not resolve. There were not faults detected within the network device interface (ndi) toolbox, the system was connected to the camera, but not the polaris spectra system control unit (scu). This same issue occurred years ago on this system and was resolved with replacing the camera. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), h3/h6: the system was serviced in the field and the camera was replaced. Codes b01, c08, and d02 apply. The camera was returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, intermittent illuminator current low, and intermittent illuminator voltage low. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.